Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The other possible lot numbers- 60197975, manufacturing date 11/02/2015, expiration date 01/24/2018 60290521, manufacturing date 02/01/2016, expiration date 04/28/2018. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon snapped during the procedure, followed by 300 ml of blood loss and a pressure dropping, which lead to the doctor to initiate the reanimation. After the patient was stabilized, the surgery was completed. The patient was taken to the intensive care unit, where he was intubated and died of cardiac arrest, due to his feeble state, the next day. The vascular surgeon emphasized the fragile state the patient was in. Operating was a last resort, though with high risks, to avoid potential amputation. As the artery was heavily calcified, he decided not to clamp, but to use an occlusion balloon. He mentioned that using a 5fr could have been a better option, in retrospect. Unfortunately, the fogarty catheter was discarded.